Event description:
Home patient (hp) reports receiving check lines & bags alarm in dwell 1/5 during treatment on homechoice. Hp noted supply line spike had disconnected from solution bag and was laying in front of bag on the table. Hp discontinued treatment and performed manual exchanges. Hp reports no injury or medical intervention as a result of incident.